Event description:
It was noticed during an unrelated procedure that the tip of the anterior corail/tri-lock stem inserter was missing/broken. It was believed to have occurred during a prior surgery. There were 7 different surgeries that could have been affected performed on (B)(6) 2013. The surgeon was notified of the event and stated he would examine xrays.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed

Manufacturer narrative:
Examination of the returned instrument confirms the observation. Follow up communication for additional patient information was unsuccessful. Previous investigations, including evaluations by a depuy material scientist has determined that user error is the most likely root cause. Manufacturing or material error was not identified. It is however recognized that improvements are possible to alleviate this issue even if not used properly. Eco 292374 was approved and completed on january 15, 2010, which includes improvements to bolster the durability of this instrument. The date code pg232121 indicates the instrument was manufactured in july of 2013; after the changes. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.